Manufacturer narrative:
All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces during visual inspection. Missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.